Event description:
It was reported that the air dermatome handpiece did not cut. The customer clarified that the reported event occurred during surgery. The surgeon was only able to obtain 10% of the graft harvest and an alternate device was not available for use. The surgery was completed with the graft that was taken and no patient harm was reported.

Manufacturer narrative:
On (B)(6) 2012, us and (B)(6) customers were sent an urgent patient safety advisory informing them of the need for proper care and preventive maintenance of their devices and warning them of improperly maintaining instruments, which may cause donor site injuries or result in damage to the graft. The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 01/14/2011 and was last repaired on 12/08/2012 for a non-related issue. Evaluated revealed no visible issues with the device as it operated within motor speed specifications during testing. Prior to repair, the device was outside calibration specifications at the zero, 0.0100", and 0.0200" thickness settings. Repair of the device included replacement of the motor, head, and standard repair parts. In post-repair, the motor shaft was manually rotated. No unusual resistance was observed. The device was repaired and shipped to the customer. The customer's reported event was not reproduced during testing and a cause could not be determined. See scanned page. The device was serviced and returned to the customer.